Event description:
It was reported that the patient was experiencing inadequate stimulation, headache and irritation on the knee. X-ray showed that the left lead has migrated. The patient received botox for the headache and underwent a lead explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4).